Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient felt very tired with no energy, and developed hyperglycemia. Although no bg was checked, he and his mother thought the hyperglycemia was related to inaccurate cgm values, as they had trusted the cgm reading. He removed the sensor at the end of the 10-day session and inserted a new one which then gave a high alert; this made him realize that the values must have been incorrect for an extended period of time with the initial sensor. Paramedics were called and when the ambulance arrived the patient was given treatment for diabetic ketoacidosis (dka), which the mother thought was insulin. He was admitted to the intensive care unit (ICU) and was given two additional treatments for dka (presumed to be insulin again). He remained in the ICU until (B)(6) 2021 and was discharged from the hospital on (B)(6) 2021. At the time of follow up the patient was doing fine and had recovered completely. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient felt very tired with no energy, developed hyperglycemia, and was admitted to the intensive care unit (ICU). The patient's parent thinks the patient was treated with insulin but did not provide any details. They thought the hyperglycemia was related to inaccurate cgm values, although no bg was checked, as the patient and his parent had trusted the cgm reading. He removed the sensor at the end of the 10-day session and inserted a new one which then gave a high alert; this made him realize that the values must have been incorrect for an extended period of time with the initial sensor. Multiple attempts to reach the reporter for further details were unsuccessful and the final outcome for the patient is unknown. At the time of the report, the patient was still in the ICU. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.